Event description:
It was reported that prior to use during checking the equipment the bur broke. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that prior to use during checking the equipment the bur broke. There was no patient involvement and no adverse consequences associated with this event.